Manufacturer narrative:
E1: initial reporter address 1: (B)(6). Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that catheter detachment occurred. A mach1 6f was selected for use. However, as the physician introduced the catheter, it detached. The procedure was completed with the use of an alternative device. No patient complications were reported, and patient was good post procedure.

Event description:
It was reported that catheter detachment occurred. A mach1 6f was selected for use. However, as the physician introduced the catheter, it detached. The procedure was completed with the use of an alternative device. No patient complications were reported, and patient was good post procedure.

Manufacturer narrative:
(B)(6). Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. Device evaluated by manufacturer: the device was returned for analysis. Visual and microscopic inspection of the device revealed that the shaft of the device was twisted at the strain relief of the hub. There were two holes with exposed braiding at the twisted shaft. The shaft was kinked 56.75 distal of the strain relief of the hub. The appearance of the damage is consistent to damage that can be caused during the procedure.